Event description:
It was reported that the patient ¿right brain¿ implantable neurostimulator (ins) was showing questionable impedances. It was stated that since the day prior to this report, at 1:30pm, the patient had no therapeutic effect on the left side of her body. It was stated that the patient¿s head was ¿twisting and bending backwards.¿ it was noted that the patient could not drive or walk. It was further noted that the right side ins was implanted in the patient¿s abdomen. It was stated that the patient had not had any falls or trauma prior to the therapy loss. The patient¿s therapy was reported as having normally been stable, except for a few voltage increases over the years. Impedance measurements were reported as having been: c,0-4298 ohms; c,1-3138 ohms; c,2-3377 ohms; c,3-1167 ohms; 0,1-2470 ohms; 0,2-4428 ohms; 0,3-3964 ohms; 1,2-2597 ohms; 1,3-5441 ohms; 2,3-2313 ohms; and the therapy impedance was 2759 ohms. It was stated that every programmable combination of electrodes had been tried, but nothing had worked to resolve the issue.

Manufacturer narrative:
Product ID: 37612, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 64001, lot# n251196, implanted: (B)(6) 2012, product type: adapter. Product ID: 3550-09, lot# lc0404, implanted: (B)(6) 2005, product type: accessory. Product ID: 3387-40, lot# l75840, implanted: (B)(6) 2000, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3387s-40, lot# v530092, implanted: (B)(6) 2011, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# v530092, implanted: (B)(6) 2011, product type: lead. (B)(4).